Event description:
While changing clave on the pt's central line, the bi-fuse was found to have broken the male portion into the clave for an unk amount of time, but likely approx 1 hr. The pt's bed was wet with suspected IV fluid. The broken tubing was changed and saved for review. The pt's line was then cleaned and flushed with ns. The clave had been changed immediately before and the clave involved in the event was thrown away. At first attempt, the PICC would not aspirate blood. The PICC required several 10 cc flushes of ns to prompt blood return.